Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: the date of implant was known at the time of submission of follow-up report #2, but was inadvertently not included. This information is now being provided in this supplemental report. If implanted, give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) would be explanted. The reason for the planned explant for (B)(6) 2017, was not provided. The lens was returned to the manufacturer on february 16, 2017 thus supporting that the explant of the lens was conducted as planned. No further information has been provided.

Manufacturer narrative:
Additional information: as a result of follow up the serial number of the device was provided. Therefore the following fields were updated accordingly. Serial #: (B)(4), catalog #: zlb00u0205, expiration date: 10/1/2019, (B)(4), manufacturing date: 10/1/2015. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
In the initial MDR submitted, the manufacturer report number was entered as 2648035; however, the correct manufacturer report number 9614546. All pertinent information available to abbott medical optics has been submitted.